Event description:
It was reported to philips that the heartstart xl defibrillator had bad contact with the therapy connector. There was no reported of pt involvement.

Manufacturer narrative:
(B)(4).